Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was blurry. In addition it was reported that the usb charging cable bent and not charging the pump. Customer¿s blood glucose level was 109 mg/dl. The customer reverted to an alternate method of insulin therapy.